Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with unspecified mentor saline breast implants experienced bilateral deflation and experienced the following: bronchitis 6 times, coughing up blood, pain, right breast swelling, right breast aneurysm, and areola sealed shut and bleeding. The patient was prescribed novocaine and percocet. The root cause of the patient's symptoms are not clear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.